Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported he experiences high blood sugars for 6 to 18 hours when he changes out the tubing. It has occurred over course of three weeks. Customer's blood glucose was 400 mg/dl, treated with device. Device had alarmed no delivery and customer did a complete set change. Customer stated he changes infusion site every three days and was starting to not trust the device. Customer has experienced low blood glucose in the mid 50 mg/dl. Alarm did not occur after prime. Unable to determine the cause of the issue. No further information reported.